Event description:
It was reported the patient complained of pain on his left side that he feels is related to the position of whether stimulation is on or off. It was reported surgical intervention will possibly be undertaken to address the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.